Manufacturer narrative:
Alleged failure: blurry. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause of the complaint reported could be the scope or exterior moisture between the scope and the coupler. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: blurry. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause of the complaint reported could be the scope or exterior moisture between the scope and the coupler. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image